Event description:
It was reported that a homechoice device experienced an unknown failure. The step of setup or therapy during which this occurred is unknown. No information regarding patient involvement was provided. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device was found to not meet specifications as the device was noisy. Upon conclusion of the investigation, the cause of the reported issue was determined to be a faulty pump. The pump was replaced to resolve the reported problem. Should additional relevant additional information become available, a supplemental report will be submitted.